Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: precautions: ¿after use, treatment syringes and needles may be potential biohazards. Handle and dispose of these items in accordance with accepted medical practice and applicable local, state, and federal requirements. ¿failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Adverse events: ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Instructions for use: ¿juvéderm voluma® xc injectable gel is a crosslinked, robust, injectable gel formulation, injected using a 27g ½" or 25g 1" needle to volumize and contour the cheek for correction of mid-face volume deficit. ¿if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. How supplied: ¿juvéderm voluma® xc injectable gel is supplied in individual treatment syringes with needles as indicated on the carton. Juvéderm voluma® xc can be injected with either a 27g ½" or a 25g 1" needle. The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is open or damaged.

Event description:
Healthcare professional reported that before injection with one syringe of juvéderm voluma® xc, the syringe "exploded" and product shot out the back of syringe. Patient contact was made but there were no injuries. The packaged needle was used for the injection.

Manufacturer narrative:
Device analysis: "1 empty syringe of 1.0ml received in an opened tray with cap and without needle. No defect observed."

Event description:
Healthcare professional reported that before injection with one syringe of juvéderm voluma® xc, the syringe "exploded" and product shot out the back of syringe. Patient contact was made but there were no injuries. The packaged needle was used for the injection.